Event description:
It was reported that during setup prior to a surgical procedure the pointer of the device was broken off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure the pointer of the device was broken off. No patient involvement or procedural delays were reported with this event.